Event description:
Patient on same continuous renal replacement therapy (crrt) circuit for 2 days when I noticed clear fluid leak coming from left upper pump roller. It appeared to be coming from the effluent and the pre-pump tubing where it connects to their circulating wheels. I immediately returned blood and took down set--which had a slice along the edge where the peristaltic pump roller creases the pump segment. Total fluid puddle on the floor was approximately 100ml. Put machine out of service and saved tubing for inspection.